Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen. The patient cannot remember the exact details of what had happened during the event but stated that the cgm device was not giving her any readings and that a sensor error message was displayed on the device. During the night of (B)(6) 2023, the patient went unconscious and did not experience any warning symptoms. At this time, she was by herself, and it was only until the next day during lunch, that she was found by a friend, who brought her to the hospital. She regained consciousness when she was already admitted into the intensive care unit (ICU). At the hospital the patient was told that she lost consciousness due to a high blood glucose level. The patient cannot remember very specific treatment details, nor any blood glucose readings, but was treated with insulin and stayed in the hospital for 3 weeks. The patient stated that she suffered a heart attack during the admission that according to her, was related to the hyperglycemic event. This was also a reason for the long stay in the hospital. At the time of the report the patient was okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. This report is 3 of 3 events that the patient reported on the same day with limited information but are all separate events. Please see related events under (B)(4) and (B)(4).